Manufacturer narrative:
The device inspection revealed that all 4 screws responsible for holding the side rail panel to the metal plate were ripped off. The photographic evidence provided confirmed malfunction. Despite the attempts, the customer did not provide any information about the circumstances of the patient fall and the bed damage. However, the review of post-market surveillance data and the investigation at the manufacturer site revealed that the main factor that could lead to the side rail damage might be an excessive force applied to the side rail. This is in line with the side rail condition (with all 4 screws torn out). The instructions for use for citadel plus bed frame (IFU 831.374_en rev. H) includes information: ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ the IFU also states: "check operation of side rails" - this action is to be done daily by caregiver "failure to carry out these checks or continuing to use the product if a fault is found, may compromise the safety of both the patient and care giver. Preventive maintenance can help to prevent accidents." To sum up, although the exact circumstances of the patient¿s fall and the side-rail detachment remain unknown, the manufacturer¿s investigation revealed that the excessive external force must first compromise integrity of the side rail, prior to breaking it. Arjo device failed to meet its performance specification since side rail got damaged. The complaint was assessed as reportable due to the allegation that the side rail panel detached from the bed frame, causing the patient to fall off the bed. No injury was reported in this case. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Event description:
Arjo became aware that the side rail detached from the citadel plus bed frame and the patient fell. No injury was reported.